Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fiber optic sensor was cleaned, and the fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) reportedly displayed error #52, and generated an immediate occurrence of an "optical sensor module failure" message. It was noted that the arterial pressure value and waveform remained on the display. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an immediate occurrence of an "optical sensor module failure" message. It was noted that the arterial pressure value and waveform remained on the display. It is unknown if there was any patient harm/injury; however there was no adverse event reported.